Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not delivering insulin. Customer's blood glucose level was unknown. Customer states reservoir chamber affecting insulin delivery at low amounts of insulin. Customer stated that reservoir for possible under delivery reported. Customer states insulin pump was broke and still able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.